Event description:
Customer reports their adc device started to smoke after it was plugged into the the charger. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned charging cable and cosmetic damage was observed. Visual inspection was performed on the returned reader and no issue were observed. The returned charging cable was used with a known good reader, and the time and date were successfully set in the reader. Further investigation was performed on the returned cable and reader. Although cosmetic damage was observed, the damage did not effect product functionality. No evidence of smoke was observed on the returned reader. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), no evidence of smoke or fire was observed. The reader's off current was measured to be within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device started to smoke after it was plugged into the the charger. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device started to smoke after it was plugged into the the charger. There was no report of death, serious injury, or mistreatment associated with this event.